Manufacturer narrative:
The device was evaluated by the customer with assistance from a philips remote service engineer (rse) and it was determined that the oxygen manifold/transport kit needed to be replaced to return the device to working condition. The customer¿s bio-med replaced the oxygen manifold/transport kit to resolve the issue and bring the device back to functionality. Operational testing was conducted, and the device passed all required testing.

Manufacturer narrative:
Report date: 23sep2021.

Event description:
It was reported to philips that the device's oxygen manifold was leaking during transport. The device was reported as being in use at the time of the event on a patient. The customer substituted the ventilator with a standby ventilator. There was no patient or user harm reported.